Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc.

Event description:
The customer reported via phone call that the insulin pump display was blank. Customer cannot recall blood glucose reading. The issue started on (B)(6) 2017. Troubleshooting was performed. Customer stated the display is currently and it was flashing white. Customer battery cap was damaged. The type of battery in use was energizer alkaline. Customer inserted new aa alkaline battery. Customer states the display did not return. Customer was advised to discontinue use of the pump and revert to backup plan per healthcare provider instructions. The insulin pump will be returned for analysis.